Event description:
There is a patient who has had a generator replacement (B)(6) 2023. Currently the patient has serena quad crt-p. Unfortunately, the rv lead is broken, and not in use (not ours). Nothing done. The patient is scheduled for a follow-up next week. The plan is to check the device¿s programming (respond from tech services) and verify that the lv lead is pacing properly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).